Event description:
It was reported that the patient was taken to another hospital and physician. The circumstances were unknown. The drug in the pump was lioresal.

Event description:
It was reported that the patient was in the intensive care unit and they were trying to reach the managing physician. The patient's catheter migrated out of the intrathecal space and lodged itself in the subdural space. The patient was scheduled for a catheter revision surgery; a catheter replacement was planned. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model #8709, lot# j11659r16, implanted: (B)(6) 2004, explanted: (B)(6) 2011, catheter mode#l 8578, lot# n126907, implanted: (B)(6) 2008, explanted: (B)(6) 2011.